Event description:
Spontaneous call; patient states she tried to put needle into whisperject autoinjector and needle fell out tried to put in again and device is jammed and will not open to reinsert the needle happened on (B)(6) 2021. Unknown if pt missed a dose; no adverse event reported; unknown if available for return; unknown lot/expiration date. No further information known. Whisperject used to inject glatiramer at above dose and frequency. Reported to (B)(6) by: patient/caregiver.